Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Hsc determined that based on the aspiration profile of the sample, the log file data confirms this event is sample specific. The cause of the discordant, falsely elevated na and k results is poor sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). A new sample was obtained from the same patient and tested on the same instrument, resulting higher. The original sample was then retested on the same instrument and results matched those of the redraw. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.